Event description:
The pt complained of chest pain the following day after the procedure and thrombus was found in the cypher. This pt presented to cath for elective treatment of 2-vessel disease. Percutaneous coronary internvetion was performed on de novo lesion in the side branch of the high lateral of 15 mm in length in a 2.5mm vessel diameter at a bifurcation. The (b2) lesion was also concentric. Pre-dilation was conducted with a 2.75x15mm balloon at 4 atm before deploying the 2.5x18mm cypher at 16 atm. Treated next was de novo lesion in the higher lateral branch of 15 mm in length in a 2.5mm vessel diameter at a bifurcation. The (b2) lesion was also concentric. Pre-dilation was conducted with a 2.75x15mm balloon at 4 atm before deploying the 2.5x18mm cypher at 16 atm. Treated next was a de novo lesion in the higher lateral branch of 15 mm in length in a 3.5mm vessel diameter at a bifurcation. The (b2) lesion was also concentric. Pre-dilation was conducted with a 2.75x15mm balloon at 12 atm before deploying the 3.5x18mm cypher at 18 atm by the crushing stent technique. Post-dilation was conducted at the side branch and the high lateral branch with a 2.75x15mm balloon at 10atm. Residual diameter stenosis measured 0% for both lesions. Ivus was conducted. Timi flow before the procedure was 1 and 3 after the procedure. Act was not measured. The pt complained of chest pain the following day. Follow-up with coronary angiography was conducted and 2.5x18mm cypher implanted at hte side branch was occluded with thrombus. To treat the thrombus. To treat the thrombus, poba with a 2.75/length unknown, balloon was conducted only on the cypher (2.5/18mm) implanted at the side branch. The pt was reported to be in a stable condition afterwards.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the united states distributed product. This product is not available for testing and evaluation.